Manufacturer narrative:
Date of event - estimated as (B)(6) 2018 as the date range is from june 2018 to may 2021. Initial reporter facility name - (B)(6). Literature citation: galea r, de marco f, meneveau n, aminian a, anselme f, grani c, huber at, teiger e, iriart x, babongo bosombo f, heg d, franzone a, vranckx p, fischer u, pedrazzini g, bedogni f, raber l, valgimigli m. Amulet or watchman device for percutaneous left atrial appendage closure: primary results of the swiss-apero randomized clinical trial. Circulation. 2022 mar 8;145(10):724-738. Doi: 10.1161/circulationaha.121.057859. Epub 2021 nov 6. Pmid: 34747186.

Event description:
It was reported via literature that vascular complications occurred. Left atrial appendage closure (laac) procedures were performed for 110 patients between june 2018 and may 2021. A watchman flx laa closure device was used for 85 patients and a watchman 2.5 closure device was used for 25 patients before october 2019. This was screened across 8 european health centers. The primary end point of the study was detected via computed tomography angiography (ccta) at 45 days and the secondary end point of the study included any procedural complications and clinical outcomes at 45 days. The mean patient age was 77.3 years with a mean cha2ds2-vasc score of 4.4 and has bled score of 3.2. There were 77 males and 33 females in the watchman study group. Transesophageal echocardiography (tee) performed at 45 days identified that peri-device leaks occurred in 27.5% of patients, however, no leaks were greater than 5mm. Device related thrombus was found in 3 patients at ccta and 5 patients at tee. The secondary end point of the study at 45 days was measured. Deaths occurred in 4 patients with 3 being due to fatal bleeding. The events leading to death were a hemorrhagic stroke at 30 days, hemorrhagic transformation of an ischemic stroke following thrombolysis 24 days post laac, 1 hemorrhagic shock 10 days post laac, and 1 sudden death at home 30 days post laac. The watchman study group also saw 25 bleeding events, 8 onset pericardial effusions, 2 strokes, and 5 vascular access site complications.